Event description:
A customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and infusion set to address the issue.